Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) of 535mg/dl. Customer administered manual injections to address bg and changed the pump supplies to resolve the issue.